Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿constant close door message¿ was reproduced. A review of the event history log revealed multiple occurrences of "close door" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the missing lower auxiliary switch or damaged lower auxiliary. The lower auxiliary will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump constantly alarmed close door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.